Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information indicated by medtronic that the insulin pump was having fits and not holding information. The customer¿s blood glucose level was unknown but low at the time of the incident. The customer declined to provide further details. Troubleshooting was not completed as the customer declined. The insulin pump will not be returned for analysis.